Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding discoloration and wear of device markings involving a specialty triathlon femoral sizer w/detachable feet per file k2198 was reported. The event was confirmed. Device evaluation and results: visual inspection confirmed the device markings appeared discolored and worn likely due to repeated use. A material analysis concluded: the discoloration observed around the stylus laser welds was consistent with an iron oxide corrosion product or rust. The base materials were consistent with 17-4ph stainless steel. No material or manufacturing defects were observed on the device features evaluated. Medical records: not performed as no medical intervention and no adverse consequences were reported. Device history review: there were no reported discrepancies regarding the referenced lot. Complaint history review: there have been no other events for the reported lot. Conclusions: visual inspection of the returned device confirmed the reported wear and discoloration. A material analysis concluded that the discoloration is consistent with iron oxide corrosion product (rust). No manufacturing or material defects were observed. Review of the cleaning instructions provided indicates that exceeding the guidance provided by the detergent manufacturer concerning concentrations and temperatures can lead to material corrosion. Corrosion could also happen if rinsing after cleaning and/or disinfecting is insufficient. Information from the supplier confirmed this event is not a supplier-related issue. The results of the investigation indicate that the cleaning and utilization instructions indicated for re-usable instruments were not properly followed.

Event description:
It was reported that the surgeon complained that the labeling on the stylus is rusting/bleeding and he cannot decipher the number 5 sizing.

Event description:
It was reported that the surgeon complained that the labeling on the stylus is rusting/bleeding and he cannot decipher the number 5 sizing.